Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An imaged test for visualization was performed. The device was connected to a controller and no image was displayed. X-ray imaging of the distal tip showed a cloudy appearance of the redistribution layer (rdl) and camera wire. X-ray imaging of the handle showed no damage to printed circuit board assembly (pcba) or camera wires. The reported event was confirmed. It is likely that the camera wires separated from the redistribution layer (rdl), due to mechanical forces applied to the camera wire as the device was assembled or as the tip was articulated during use. Once saline and other moisture was introduced into this area the electrical characteristics of the connection between the camera wires and rdl were affected, which resulted in the reported image issue. An investigation to address this problem has been completed. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spy ds controller were used during a stone crushing procedure performed on (B)(6) 2021. During the procedure, the spyscope was inserted into the bile duct, and after reaching the target area, the guidewire was removed and replaced with an electrohydraulic lithotripsy (ehl) probe and ehl was started. The image suddenly disappeared when stepping on the ehl foot pedal about three times. The adapter was reconnected, but the image was not displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spy ds controller were used during a stone crushing procedure performed on (B)(6) 2021. During the procedure, the spyscope was inserted into the bile duct, and after reaching the target area, the guidewire was removed and replaced with an electrohydraulic lithotripsy (ehl) probe and ehl was started. The image suddenly disappeared when stepping on the ehl foot pedal about three times. The adapter was reconnected, but the image was not displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.